Event description:
It was reported that this right ventricular (rv) lead required revision after patient reported diaphragm stimulation. Upon fluoroscopy, the rv was noted to have perforated. This rv lead was successfully repositioned, and an echocardiogram was performed post-operatively to confirm no further complications of the perforation. No additional adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed.